Manufacturer narrative:
The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
A prolieve thermodilitation was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approximately nine minutes into the procedure, the prosthetic balloon leaked and could not maintain pressure. The procedure was not completed due to the event. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".